Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred and the insulin gauge was inaccurate. Additionally, it was reported that the insulin on board (iob) reading did not accurately record a bolus, the pump touch screen was unresponsive, and that the wake button was unresponsive. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.